Event description:
It was reported that the pump came with air in line when selected air detector high/low. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6) hospital", address line 1 "(B)(6) hospital". H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the customer reported issue. No action was taken.